Event description:
Following surgery for a leep colposcopy the patient returned 2 days later complaining of a burn on their buttocks. There was blistering and bruising on about a 5x8cm area. No problems were noted for the surgery. The risk manager believes this may be a chemical burn. The pad was placed on the leg. No accessories were kept.